Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was deployed in the infrarenal ivc for a history of pulmonary embolism and a contraindication to anticoagulation. Approximately three months post filter deployment, the patient presented for filter removal. The right internal jugular vein was accessed and a catheter was advanced to just below the level of the ivc. A venacavogram was performed and demonstrated several of the filter limbs extending beyond the confines of the ivc wall. Also due to the size of the patient, fluoroscopic imaging of the filter was limited and it was impossible to visualize the filter limbs on the fluoroscopic image. Therefore, given the position of the filter limbs on the image obtained and the lack of fluoroscopic ability, the physician elected to terminate the procedure and not to continue with attempt at removal. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins for history of pulmonary embolism and a contraindication to anticoagulation. A venacavagram taken during scheduled retrieval attempt approximately three months after deployment allegedly demonstrated several limbs extending beyond the confines of the ivc wall. It was also reported that due to the size of the patient, fluoroscopic imaging of the filter was limited and it was impossible to visualize the filter limbs on the fluoroscopic image. Therefore, the retrieval attempt was terminated. Based on the medical record review, limb perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: perforation or other acute or chronic damage of the ivc wall no known device problem (originally reported). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient presented for a scheduled filter retrieval procedure. A venacavagram demonstrated several filter limbs extending beyond the confines of the ivc wall; however, the filter limbs could not be visualized on fluoroscopic imaging due to the size of the patient. The physician elected to terminate the procedure and not to continue with an attempt at removal. No additional information was provided in medical records received.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
Medical records were received and reviewed. Approximately three months post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient presented for a scheduled filter retrieval procedure. A venacavagram demonstrated several filter limbs extending beyond the confines of the ivc wall; however, the filter limbs could not be visualized on fluoroscopic imaging due to the size of the patient. The physician elected to terminate the procedure and not to continue with an attempt at removal. No additional information was provided in medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that perforated filter limbs extended beyond the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: patient underwent deployment an inferior vena cava (ivc) filter secondary to history of recurrent pulmonary emboli with contraindication to anticoagulation. Access was gained via the right common femoral and the inferior vena cava filter was deployed below the renal veins. Patient was discharged on coumadin on the same day as ivc deployment. Patient presented with severe right flank and groin area pain. CT scans demonstrated a small hematoma in the right groin where the puncture site for ivc filter placement was made. Approximately three months post ivc deployment, the patient underwent attempted ivc filter removal via the right internal jugular vein. An inferior venacavogram was performed and demonstrated several of the legs to extend beyond the confines of the inferior vena cava itself. Imaging was very limited for visualization and it was felt unsafe to attempt removal of the vena cava filter, so the procedure was aborted. Approximately one-year post ivc filter deployment, the patient was admitted for right pleuritic chest pain and transient numbness and weakness in the right upper and lower extremities. Patient was diagnosed with a possible transient ischemic attack (tia) but no acute stroke. Over the next few years, the patient had episodes of nonspecific chest pain as noted in visits to the emergency room; however, patient was discharged home. Patient continued on coumadin due to in place inferior vena cava. Patient was admitted for two days on for abdominal pain and hematuria. A CT scan of the abdomen and pelvis noted the ivc filter in place but projected beyond the lumen of the ivc. Investigation summary: device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A venacavagram taken during scheduled retrieval attempt approximately three months after deployment allegedly demonstrated several limbs extending beyond the confines of the ivc wall. It was also reported that due to the size of the patient, fluoroscopic imaging of the filter was limited and it was impossible to visualize the filter limbs on the fluoroscopic image. Therefore, the retrieval attempt was terminated. Approximately two years and six months post deployment, patient was admitted for abdominal pain and hematuria. A CT scan of the abdomen and pelvis noted the ivc filter in place but projected beyond the lumen of the ivc. Based on the medical record review, limb perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
Medical records were received and reviewed. Approximately three months post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient presented for a scheduled filter retrieval procedure. A venacavagram demonstrated several filter limbs extending beyond the confines of the ivc wall; however, the filter limbs could not be visualized on fluoroscopic imaging due to the size of the patient. The physician elected to terminate the procedure and not to continue with an attempt at removal. No additional information was provided in medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that perforated filter limbs extended beyond the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.